Event description:
Additional information received reported that the implant did not do what it should or what they had expected, so it was turned off. The patient had no control or was constipated; he did not have a good experience with the therapy. The reporter was trying to contact a manufacturer representative (rep) as the rep¿s presence was needed at the removal of the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's programmer showed the low programmer battery screen. After replacing the batteries, the programmer would not turn on. The patient was going to try a second pair of batteries later. The patient's stimulation did not work very well. The patient did not have fifty percent reduction in symptoms. Increasing stimulation never resulted in stimulation sensation. The patient had only felt stimulation once or twice. The patient had not turned stimulation on for about a month. Stimulation was turned off for a scan.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va05uf3, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s therapy implanted for bowel control worked until yesterday. It was noted that all of the sudden when the patient was driving in a car they started feeling pain in the bowel area and cramps and had to go to the bathroom quickly. After that the patient had another bowel explosion in an hour or 2 and they had to wear a diaper. It was reported that the patient was concerned when being in the car when they had the signals to push and it hurt. The patient did not feel stimulation now and they felt a little butterfly during the trial but they had to keep adjusting it. It was stated that the patient did not have good results with the trial and the trial was for 1 week in mid-june. The patient thought their device would send an alarm when it was time to go to the bathroom. It was noted that the patient wanted to know if they had to wear the programmer on their belt all the time. The patient was concerned the vibration from their car or their tractor would distract them from hearing the vibration from their device. It was reported that the patient used their programmer and therapy was on at 0.5v on program 2 and the increased to 0.7v and felt a little tickle and it was not painful. The patient felt stimulation on and off.